Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two device. The event report alleges the products were used in a surgical procedure. Additionally, analysis suggests that the products were used in a surgical procedure. Device had bent blades. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the bent blade indicates that the instrument may have been exposed to an external force which bent the exposed metal bars. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Occurred during a gastric bypass procedure. The device was difficult to toggle, load, and unload. Also, the needle dropped from the jaws while they were cycling the device before use. They opened another reload to resolve the issue. There was no patient involved in this event.